Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its compoents were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the patient's aortic neck was a reverse funnel shape and the aneurysm was saccular. In 2003 follow-up, the stent graft was found to have migrated downwards abouth 1 cm and a type I endoleak had developed; therefore, an aortic cuff was implanted but that did not seal the endoleak. The physician elected to explant the stent graft without further intervention. The explant procedure was performed without complications. No clinical sequelae were reported and the patient is reported to be fine.